Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4), description: infinion cx 70 cm lead; model #: sc-4318, lot #: 21269986 description: clik x anchor.

Event description:
A report was received that the patient was experiencing tension headaches since the implant procedure. It was noted that the patients lead migrated to the cervical spine which caused the headaches. The patient underwent a revision procedure wherein the lead was pulled down and fixate was used to secure original anchor. The physician believed that the headache was device related. Device malfunction was suspected. The patient was doing well postoperatively.